Manufacturer narrative:
(B)(4). Eval results and conclusion: (arterial occlusion). (Mildly tortuous and stenosed iliac arteries).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.4 cm diameter saccular abdominal aortic aneurysm 10 months ago. The pt has a history of tobacco use, hypertension, cardiac disease, angina and gi complications. The right iliac was mildly tortuous with 50% stenosis. The left iliac was moderately tortuous with 30% stenosis. It was reported that at the pt's follow up appointment approx three months ago the aneurysm was 6.1 cm in diameter. A duplex scan was done demonstrating that the right limb of the stent graft had greater than 50% stenosis. The pt had and elective admission for an angiogram on (B)(6) 2011 and an assurant balloon expanding stent was implanted (ref MFR # 2953200-2011-00871). The investigator assessed the stenosis to be related to the device and not related to the procedure. No add'l clinical sequelae were reported and the pt is fine.